Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 41 mg/dl, and the customer was unable to provide the meter bg reading. As a result of the basal suspension, customer's blood glucose (bg) level rose to 733 mg/dl correction boluses were delivered to address bg. Subsequently, the customer went to the emergency room and was hospitalized in the intensive care unit (ICU). Customer was treated with intravenous fluids of saline. Customer was released from the ICU on (B)(6) 2023 with the issue resolved and no permanent damage. Additionally, an occlusion alarm occurred prior to the hospitalization which contributed to the elevated bg; the pump supplies were changed to resolve the issue. No additional patient or event information was available. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.